Event description:
The customer reported that the ventilator started giving occlusion alarm and stopped ventilating while it was connected to a pt. The user immediately replaced the ventilator. No pt injury reported.

Manufacturer narrative:
(B)(4). The carefusion failure analysis engineer evaluated the tca pcba and verified the reported issue of transducer calibration issues which caused circuit occlusion alarm. The issue was isolated to the expiratory pressure transducer on the tca pcba. This MDR is being submitted following a retrospective review of avea ventilator complaints related to a recall being performed by carefusion on the avea ventilator.